Event description:
Additional information received reported the device system had delivered morphine and bupivacaine. It was unknown to the health care provider (hcp) if perioperative antibiotics were administered as well as the date of onset/diagnosis of infection. The patient did not have meningitis. The patient¿s last refill had been on 2014-(B)(6). The primary location of the infection had been the device pocket. On top of the total device system explant and intravenous (IV) antibiotics, the patient was also given oral antibiotics. In terms of patient outcome, the infection resolved. It was lastly noted the patient wished to have the pump re-implanted in six months once he ¿received clearance¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced wound infection. The patient presented to the clinic with increased pain, swelling, seroma, and redness at the pump pocket. The pump was drained via needle aspiration. The fluid was sent for culture and a sensitivity test. The patient was hospitalized and placed on intravenous (IV) antibiotics. The reporter stated that device explant may need to be considered. Patient status at the time of the report was alive with no injury. The device system delivered morphine. It was later reported that the pump was explanted on (B)(6) 2014 due to (B)(6).